Event description:
The rptr stated that he had done back to back blood glucose tests, within 10 minutes, using different finger sticks. He stated that the results were 63, 54 and 37 mg/dl. He reported that he did not have any symptoms. Two controls tests were in range, 116 and 125 (100-150.)

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8